Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the device history record identified no non-conformances issued to the reported lot that would have contributed to the reported event. A review of the complaint-handling database identified no other incidents reported for single leaflet device attachment (slda - the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) from this lot. Potential causes for slda leading to incomplete coaptation of the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), possible difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed, user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a product quality deficiency associated with this device.

Event description:
This report is being filed because the deployed mitraclip detached from the anterior leaflet and was only attached to the posterior leaflet. It was reported that during a mitraclip procedure, the first clip was successfully implanted reducing the functional mitral regurgitation (mr) grade from 4 to less than 1. A second cds was used and after the clip was implanted, it detached from the anterior leaflet, but remained attached to the posterior leaflet. The detachment was confirmed via the imaging. The mr grade increased to 2. No leaflet damage was observed. There was no difficulty with visualization, grasping the clip onto the leaflet, assessment of the leaflet insertion into the clip or deployment of the clip. The physician did not want to implant a third clip as there was no room and there was not a good location to place the clip. Post procedure, the patient was extubated and was clinically stable. The images were reviewed and the cause of the clip detaching from the leaflet could not be determined. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.